Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer (sbc) assembly was evaluated and identified as requiring replacement. The customer declined to have the service rep repair the system. No conclusion can be drawn as further system analysis or repair info is unavailable at this time and no add'l service info was provided.